Event description:
A consumer called to report that they had minor blistering below the breast area from the use of a heating pad. The incident allegedly occurred when the consumer had the product laying across their ribcage over their shirt. The pt did require minor medical attention.